Event description:
It was reported that the insulin gauge was inaccurate and static. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating. Customer continued to use pump for insulin therapy. There was no reported impact impact to customer's blood glucose level due to the reported issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.